Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 between 5:00am and 6:00am. As part of the patient's diabetes regimen, the patient indicated he is on pills with diet and/or exercise. The patient denied taking any action regarding his diabetes regimen at the time the alleged issue began. The patient reported he was feeling hot in the face, shaky, and felt trembling in the hands 3 days after the alleged issue began. In spite of his symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misuse of the meter, and educated the patient on the meter¿s behavior and auto-shut off. The alleged power issue was not resolve since the patient did not have a new battery available for replacement . Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.